Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419378 lead implanted: (B)(6) 2006; 5076-52 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.